Event description:
Livanova deutschland received a report that a s5 electronic gas blender kept shutting down during procedure, giving an error message related to discrepancy between the actual and set gas flow values for air and co2 channels. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6) . The unit will be shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: o2 flow rate was outside acceptable limits. In order to solve the issue, o2 sensor o2 mass flow controller were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Taking into account all the collected information, the root cause of the reported issue has been assigned to defective sensor and mass flow controller. The failure of electro-mechanical components can be attributed to numerous and non-deterministic factors such as exposure to heat, dust, moisture, accidental impacts (drops and falls), and power overloads or surges, as well as the variability of micro subcomponents.

Event description:
See initial report.